Event description:
The facility's biomed reported the pump was programmed to infuse a 250ml bag of unknown medication at a rate of 10ml/hr with a volume to be infused of 240ml. The entire bag reportedly infused in just 2 hours but the pump display read correctly. No medical intervention was needed and no patient injury resulted. The device was tested in biomed and no issue was found with the device. The tubing product code and lot number in use are not known and no specific patient information was provided. Writer has attempted to follow-up with the risk manager at the facility regarding additional details but no contact has been made with the risk manager to date.